Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device (B)(4) - abnormal use - use in the incorrect anatomy. The customer reported that the device was used in an arteriotomy that was located in the superficial femoral artery. Use of the device in the superficial femoral artery or the profunda femoris artery may result in pseudoaneurysm, intimal dissection, or acute vessel closure (thrombosis of a small artery lumen) as indicted in the instructions for use. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of the superficial femoral artery was attempted with a starclose se device. At the start of the procedure, a 5-7mm incision was made at the sheath site and the tissue track was spread down to the vessel. Reportedly, after clip deployment, difficulty was encountered removing the device. An attempt to remove the device utilizing the safety release features was unsuccessful. An x-ray revealed that the starclose se clip had deployed on the distal-end of the clip delivery tubeset; however, surgery revealed that the starclose se clip had deployed on the vessel surface and only part of the locator wings retracted into the clip delivery tubeset. The remaining locator wings remained on the vessel surface, while the tip of the device remained inside the vessel lumen. To remove the device, it was cut out from the vessel. The vessel was surgically sutured to achieve hemostasis. Hospitalization of the patient was extended three days. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: an analysis of the returned device confirmed the reported device issue. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on a review of the available information, there is no evidence to suggest that a product deficiency is suspected. Operator technique contributed to the event as it was reported the device was used in the superficial femoral artery. The starclose se instructions for use states: do not use the starclose vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of a small artery lumen). Perform a femoral angiogram to verify the location of the puncture site.